Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue; however,  physio downloaded the electronic patient records from the device and was able to confirm that the device did not detect the patient while in paddles lead ECG. A clinical review of the file was performed and it was determined that the device use did not contribute to the outcome of the patient because the patient was not in a shockable rhythm during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via paddles lead ECG, using a quik combo therapy cable and defibrillation electrodes. Medical personnel reported that the device would only show dashed lines (- - -) while in paddles lead ECG. Medical personnel tried second set of defibrillation electrodes, but received the same result. A third set of defibrillation electrodes were obtained and they were able to observe the patient's heart rhythm for the remainder of the event. The reporter advised that when the patient, a (B)(6) male, was initially connected to the device, that he had a pulse. Medical personnel was attempting to externally pace the patient, but they were unable to pace him because the device would not detect that the patient was connected. After the third set of defibrillation electrodes were attached to patient, he was detected by the device. Medical personnel then used the device to continue patient care. Shortly thereafter, the patient went into cardiac arrest. The patient did not survive the event. The customer confirmed that they were using physio-brand defibrillation electrodes during the event, however, the lot codes and the expiration dates of the electrodes was unknown. Additionally, all of the defibrillation electrodes were disposed of following the event. The customer advised that prior to disposal, he visually inspected the defibrillation electrodes and no discrepancies were observed.

Manufacturer narrative:
After additional testing, physio-control was still unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.